Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "small pinhole"; 390 cc device "overfilled" to 435 cc.

Event description:
Healthcare professional reported left side "small pinhole" and "overfilled". This 390 cc device was overfilled to 435 cc at the time of implant surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "small pinhole" and "overfilled". This 390cc device was overfilled to 435cc at the time of implant surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as surgical damage. ¿ improper or incorrect procedure or method: unable to observe since the device was received without saline. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.